Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they recently went to have an MRI done and the hospital that installed their stimulator said the surgeon installed the implant battery in the wrong place and they can't do the MRI until they get the implant moved. Patient said the placement of the implant was high on their back and they were told it should have been placed down by their buttocks. Patient wanted to know what the manufacturer specifications were to figure out what they need to do to get it put in the right spot. Patient did not have their controller with them at the time of the call to access MRI mode. Patient will call back when they have access to MRI mode for further information. The patient was redirected to their healthcare provider to further address the issue in regards to why leads and battery were placed where they were.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.